Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies failed and was not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 cubies were failed, and it was unable to detect on bus. The field service engineer (fse) had arrived and found that the station had been unable to connect to wireless fidelity (wifi), with no drawers connected on the bus. The fse had reseated the ethernet cable, checked keyboard adapter options, disabled firewalls, and tested each drawer. The fse had resolved the issue by placing the registered jack 45 (rj45) within the station, restoring connectivity. The system functioned as intended after the field service engineer repaired the device.